Event description:
This lv lead was implanted on (B)(6) 2011 . A call to technical services on (B)(6) 2011 states that on presenting they are seeing lnh-lv. It is either oversensing the ra (which is what dr. Berger thinks is happening) or it is a true lv that is occurring. Explained how l vpp works, can shorten to 300, can change sensing vector on the lv to see if they can program around. If they are not able to program around, can turn off sensing on lv, but this would be considered off label. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)